Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) of 2022.